Event description:
The manufacturer received information alleging a ventilator's lcd screen was partially blank. There was no harm or injury reported. During the evaluation of the device, the customer's complaint was confirmed. The lcd screen was damaged and partially blank. No repairs were performed. The device was scrapped.